Event description:
A malfunction alarm identified as "malf 12" was reported by the customer, resulting from a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump and to report if the issue reappears.